Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 17 months post index procedure the patient suffered an mi due to stent thrombosis. The patient underwent a target vessel revascularization procedure on the same date with ballooning of the lad. The investigator assessed that the events were unrelated to the study device. The outcome of the ptca was successful.

Event description:
Investigator assessed that the previously reported mi which occurred approx 17 months post index procedure, was related to the study stent.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi, stent thrombosis and tvr). (B)(4).